Event description:
Patient was admitted. Aicd fired 18 times patient did not have any cardiac awareness, syncope, chest pain, etc. Patient taken to or on 5/17/94 for insulation defect 4mm 8cm. A repair of bt 10 rate-sensing lead.